Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient suddenly experienced low flow alarms at home. In the hospital, the system controller showed 1l flow and the patient did not feel well. Extracorporeal membrane oxygenation (ECMO) was inserted at the emergency department. Inotropes were also initiated. The patient was diagnosed with outflow graft obstruction and the team scheduled and emergency stent implantation in the outflow graft. Just before the procedure, the patient got in resuscitation situation and passed away. The pump was not explanted.

Event description:
Additional information was provided that no log files or computed tomography (CT) images were available for evaluation. The death was considered to be device related due to the outflow graft obstruction. However, the pump itself performed as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft obstruction could not be confirmed through this evaluation as no product was returned for evaluation, no log files, and no images were provided by the account. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for the (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including device thrombosis, that may be associated with the use of heartmate 3 left ventricular assist system. This section also addresses pump parameters. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5 of the IFU, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on system alarm conditions as well as the appropriate actions associated with each condition. A section on ¿handling emergencies¿ is also provided in the patient handbook. No further information was provided. The manufacturer is closing the file on this event.